Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker lost consciousness. The physician reported pacing was observed at 30 bpm in the episode. Technical services reviewed the available device data. The episode showed atrial pacing at 45 bpm with an intrinsic conduction to the ventricle. However, after the fourth atrial pace beat in the episode, the av node appears to be blocked. The rhythmic algorithm waited for a ventricular response, and after the timeout of two seconds, ventricular pacing was provided. The ventricular rate is reduced by 15 bpm, resulting in the pacing rate of 30 bpm that was observed. The conduction disorder persisted and the device switched from aai with vvi backup to dddr mode. Technical services discussed increasing the lower rate limit if clinically appropriate, so the reduction in ventricular frequency would be less impactful to the patient, or programming off rythmiq. Technical services also noted far-field oversensing of ventricular activity on the atrial channel. This observation had no effect on the patient or episode, but it could be avoided in the future by increasing the a-blank after v-pace setting. The physician reported the patient suffered no injuries from the loss of consciousness, and believed it was caused by the reduction of the heart rate by the rythmiq feature. The device remains implanted and in service.